Event description:
On (B)(6)2013, the reporter contacted lifescan in the (B)(4), alleging the meter was displaying high pattern alerts for after meals readings - the pattern tools are set incorrectly. There was no indication that the product caused or contributed to an adverse event. However this complaint is being reported because the alleged issue was not resolved with troubleshooting.